Event description:
A consulting allergist reported a pt who was skin tested on 7/28/98. The results were negative according to the injecting physician. A few days after the july skin test, the pt reported to the consulting allergist that she had developed hives but did not inform him she had received the collagen skin test. Oral atarax was prescribed. On 9/1/98, the allergist examined the pt. At that time the pt recalled that she had had swelling in the neck after the first test dose, which she had ignored. The allergist believed the neck swelling was enlarged lymph nodes. The allergist believed the enlarged lymph nodes and hives were related to the collagen. His impression was based on the proximity of the symptoms to the pt's exposure to the collagen skin test.